Manufacturer narrative:
The device was returned to olympus for evaluation. The device was visually inspected and leaking from the instrument channel, severe tear marks at the forceps passage, low angulation, control knob play, deep dents and scratches in the distal end plastic cover, cracked light guide lens, removed distal sheath and slow auxiliary water flow were observed. The cause for the reported incident cannot be determined at this time. If additional information becomes available at a later time, this report will be supplemented.

Event description:
It was reported that during reprocessing, although washed 3 times, barium remained in the scope.

Manufacturer narrative:
Additional information received identified the barium was from the prior procedure. Although the cause of the reported event cannot be established, from the occurred event and the investigation, we presume that the suggested event was due to insufficient reprocessing by the user, not due to function/structure of the scope. Per the device instructions for use (IFU): "all channels of the endoscope, including the instrument channel and the auxiliary water channel, and all accessories used with the endoscope during the patient procedure, such as all valves and the auxiliary water tube (maj-855), must be reprocessed after each patient procedure, even if the channels or accessories were not used during the patient procedure. Insufficient reprocessing of these components may pose an infection control risk to patients and/or operators. Be sure to thoroughly brush the inside of the instrument channel, the instrument channel port, the suction channel, and the suction cylinder of the endoscope. Insufficient brushing may pose an infection control risk. If there was excessive bleeding during the patient procedure or if precleaning could not be performed immediately after the patient procedure, presoaking the endoscope in detergent solution before manually cleaning the endoscope may be required to wet and loosen debris that has dried and hardened onto the endoscope¿s surfaces. Follow the procedure described below." Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria.